Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was receiving unexpected stimulation. The patient said they had a major surgery on april 19th to remove a big portion of their left upper lung due to having lung cancer. Patient said they were told to turn their stimulator off before surgery and to leave it off for a little while until they healed. Patient then said they started having some issues that began last week where they were wetting themselves, so they called the doctor's office and their hcp said to turn the stimulator back on. However, when the patient went to turn therapy back on the stimulation was so strong they about jumped out of their chair and it hurt down their leg into their rectum and vagina (event date: 07/01). Patient stated that the pain remained present all of that day into the next day. Patient also stated that this morning they woke up and had to go to the bathroom and they leaked all the way to the bathroom. Patient stated that they measured their urine and peed 4 cups of urine this morning. Patient stated that they noticed their bl adder pressure is strong when they sit down to pee. Patient mentioned that they wet the bed once after they came home on 04/19, but they thought that was because they were on pain pills and they didn't wake up to go to the bathroom. This week, they've had 2 bed wetting incidents and 2 incidents of soaking themselves. Patient services walked the patient through connecting to their settings and turning their stimulation back on. Patient stated that this time the devices worked as expected, but last time they didn't. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Stimulation confirmed and comfortable.